Event description:
A customer contacted beckman coulter inc. (Bci) reporting differential recovery errors for lymphocytes (ly) and neutrophils (ne) parameters on samples analyzed on the coulter act 5 diff analyzer. The erroneous results were reported outside of the laboratory. Rerun of the samples were believed to be correct and were confirmed by manual review. There was no death, injury or affect to patient treatment in connection with this event.

Manufacturer narrative:
Samples were drawn in 4ml bd tubes and collected via venipuncture. All samples were processed in manual mode. Controls were run before and after the event and were performing within qc specifications. A field service engineer (fse) went on-site and found that the differential scatter shifted significantly on the absorbance axis and replaced the flow cell and differential lamp. Fse realigned the differential lamp and lubricated the syringe. Fse verified repair per established procedures and results met published performance specifications.